Event description:
The international distributor reported the ventilator went vent inop and alarmed while in use on a patient due to a flow sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor requested replacement of the exhalation flow sensor and sensor pcb board to complete the repair.

Manufacturer narrative:
Return based on customs costs / clearance. Customs costs/clearance.